Event description:
It was reported that the ilet insulin pump¿s screen was cracked after being dropped, rendering the device locked and unusable; the event was handled as a hardware screen damage issue with replacement and user education provided. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no impact on health, no hospitalization, and temporary interruption of ilet use until replacement. Investigation included collection of device history and use information, verification of the serial number, and logistics for replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with no indication of device malfunction beyond the broken screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from accidental drop.